Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involved.

Manufacturer narrative:
(B)(4). Internal and external inspections were performed and passed. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspected door assembly and found deteriorated piston foam. The cause for the rite failure of failed volume transferred comparison was determined to be the deteriorated piston foam. The piston foam was scrapped, and the device was sent to service.